Event description:
It was reported by the patient that their pulse has been dropping fairly drastically. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092 implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
Follow up with the clinic found that the patient has not had an in office check since the patient's initial report, but the patient does see the physician for regular follow up care and is set up for regular remote monitoring transmissions. The clinic had no additional information regarding the patient's reported symptoms.